Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on, that the customer experienced high blood glucose levels. The customers current blood glucose level was 312 mg/dl at the time. Symptoms noted were bruised legs. The customer is also a chemotherapy patient and was treated by hospitalization into the emergency room. It was reported that the customer experienced high blood glucose levels after taking her chemo shot, and the nurse said the levels went out of control. Nurse also stated that the customer did not appear to know how to use or install the pump properly. The customer noted during troubleshooting that there were cracks on the tubing clamp. Customer was advised the infusion tubing will be replaced. The insulin pump will not be returned for analysis.